Event description:
During service testing, a baxter field service engineer reported damaged main batteries. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.